Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced an elevated blood glucose (bg); bg value and cause not provided. Customer declined to provide further information.